Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 26mm in length target lesion was located in the severely tortuous, severely calcified and 3.25mm to 3.6mm in diameter mid right coronary artery (rca). Following pre-dilatation, a 3.50x28mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon withdrawal, it was noted that the stent struts were lifted. Dilatation was again performed and the device was replaced with 3.0x28mm promus element stent but still failed to cross even with a guidezilla guide extension catheter as a support. The physician then decided to direct another procedure when the rotablator arrived. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and damaged/stretched its entire length. As per of analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body indicating that the stent was firmly crimped on the balloon prior to stent detachment. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 26mm in length target lesion was located in the severely tortuous, severely calcified and 3.25mm to 3.6mm in diameter mid right coronary artery (rca). Following pre-dilatation, a 3.50x28mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon withdrawal, it was noted that the stent struts were lifted. Dilatation was again performed and the device was replaced with 3.0x28mm promus element stent but still failed to cross even with a guidezilla guide extension catheter as a support. The physician then decided to direct another procedure when the rotablator arrived. No patient complications were reported and the patient's status was stable.